Manufacturer narrative:
Concomitant product information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A1-a5) patient information was unavailable from the site. H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 while the patient's brain was bleeding and the patient was still on the operating table, doctor 1 left the operating room and met the patient's parents on the second floor at (B)(6) hospital, inc. In the (B)(6) and told them "something went wrong in the operating room with the robot", that the patient was in a bad way. The patient presented to our (B)(6) hospital, inc. On (B)(6) 2022, for a scheduled ventricular right peritoneal shunt exploration and revision due to a possible shunt malfunction (due to having a chiari 1 malformation). The patient had a shunt on the right side of their head. The diagnosis for the surgery was ICD 10 g91.1 -acquired hydrocephalus and the indication for the surgery was decreased left sided function in the left upper as well as the left lower extremities. Prior to the surgery being performed, a computed tomography head scan under stealth protocol was performed, the images were then inputted into a stryker imaging system that would perform 3d precision mapping and stereotactic brain navigation in conjunction with a storz 4k tower monitor and camera system to accurately place instrumentation and allow the surgeon to view the placement of that instrumentation. The computed tomography head scan stealth protocol revealed stable, mild ventriculomegaly that was consistent with a similar scan in 2019 with a right shunt catheter in place. According to the records provided to the parents, dr 1 then identified the previous right frontal incision, opening and identifying the shunt then exploring the bur hole to the distal end of the shunt valve. The distal end of the shunt valve was disconnected from the proximal end of the distal catheter which was then hooked up to a manometer that showed excellent free flow of fluid, therefore, there was no concern for distal shunt malfunction. Dr. 1 then notes that they did not notice any flow through the strata valve so that was disconnected from the ventricular catheter which showed absolutely no flow of cerebral spinal fluid (csf) to the ventricular catheter and they determined that at a minimum, there was a ventricular catheter blockage/malfunction. A new codman-medos valve with anti-siphon device, set at a pressure of 80mmh2o was connected and tied to the distal catheter and was flushed without difficulty. The bur hole for the existing ventricular catheter was widened, the existing catheter removed, the dura was cauterized and any bleeding bone edges were controlled with "bone was and floseal." The dura and pia were carefully opened with a #11 blade using stealth and, the new ventricular catheter was inserted into my brain. Dr. 1 notes that they immediately observed very bloody csf flowing from the distal end of the newly placed ventricular catheter that was clearly blood admixed with csf and that this catheter immediately clogged up. They further note that using stealth, they placed a second ventricular drain and when initially placed, clear csf came out and they considered connecting it to the proximal end of the valve. However, the ankle guide could not be applied to the larger diameter catheter and that they were one hundred percent sure that if they had connected it to the valve, the catheter would kink off, requiring revision. Again, using stealth, another standard ventricular shunt catheter was passed and again they observed more bloody csf. It was for this reason they decided not to attempt to connect the ventricular catheter to the shunt and instead placed a small piece of tubing on the proximal end of the shunt valve and tied that into place so there would be no ingress of blood into the shunt valve or distal catheter so it could be connected at a later time to the new ventricular catheter. Dr. 1 decided intraoperatively to stop the incision and had the patient taken to CT where the scan showed a small amount of blood along the shunt tract in the brain parenchyma with a small to moderate amount of blood within the ventricle. Dr. 1 additionally noted that the ventricular catheter itself was very well placed. The patient was returned to the operating room to connect the ventricular catheter to an external drainage bag system and it was noted that the csf seemed to be flowing adequately into the drainage chamber as expected. The external system was secured to the scalp with surgical staples to wait for the intraventricular blood to clear at which time dr. 1 was to come back and place a new ventricular catheter and hook it up to the distal position of the shunt system. On the following morning, (B)(6) 2022, the patient was again taken to ·imaging for a repeat CT head stealth protocol due to their intracranial hemorrhage which continued to show a small amount of intraventricular hemorrhage and some hemorrhage surrounding the right shunt tube with stable ventricular size; stable. Also on (B)(6) 2022, dr. 1 saw the patient at (B)(6) hospital, inc. And noted the external ventricular drain (evd) was working well with a slight pink tinge of csf with blood and again discussed with the patient and their parent the events of the previous day, that we would have to allow the csf to clear up before re-establishing the shunt and that dr. 1 was not certain how long that would take. They subsequently discussed with the patient and their parent the three (3) options for re­ establishing the shunt: 1st option - is just convert the evd connected directly into the shunt. 2nd option - remove the current evd pass a new catheter into the ventricle connect the existing shunt. 3rd option - place a completely new version shunt on left side of my head which would have the fewest infection complications but it would be a much larger undertaking surgically. Next, the patient was taken for a CT head without contrast on (B)(6) 2022 that revealed minimally progressive, small intraparenchymal, contusion along the course of the tube in the right frontal lobe as compared to previous study with associated mildly progressive edema, progressive intraventricular hemorrhage since the previous study with progressive blood present within the occipital horns of lateral ventricles, right side greater than left side and with progressive increase in size of lateral ventricles, third and fourth ventricle despite presence of ventriculostomy tube, mild hydrocephalus, generalized effacement of cerebral sulci, suggestive of probable mild cerebral edema, basal cisterns also appeared somewhat attenuated, and a stable appearing arachnoid cyst in right anterolateral posterior cranial fossa, extending medially into region of right cerebellopontine angle. During the ensuing days, the patient was noted as being alert, at neurologic baseline with a glasgow coma scale of fifteen (15). Dr. 1 noted on (B)(6) 2022 that the CT head showed maybe a little more blood than the previous scan as well as leaning towards not operating that week and waiting until the blood dissolved. The patients chart reflects that they had complaints of constipation, headaches, and some left knee pain. On (B)(6) 2022, an ultrasound of the bilateral lower extremities revealed multiple, bilateral gastrocnemius blood clots for which a cardiology consultation was ordered as well as an order for prophylactic lovenox with an additional order that they were not to undergo therapeutic anti-coagulant therapy due to the risk of intracranial hemorrhage. Dr. 1 additionally informed the patient and their mother that one of his partners, dr. 2, would be the surgeon that would be re-establishing the shunt connection with a new ventricular catheter the following week after the intraventricular clot had dissipated. The patient had a repeat CT head without contrast performed on (B)(6) 2022 that revealed overall improve in and near complete resolution of the small intraparenchymal hemorrhage in the right frontal lobe along path of ventriculostomy tube consistent with the previous CT, improvement in density and extent of intraventricular blood since prior CT, however there was no significant change in the mild ventriculomegaly as well as continued, persistent effacement of cerebral sulci basal cisterns. A follow up CT head stealth protocol study was performed on (B)(6) 2022 which revealed a stable, small amount of hemorrhage seen in the right ventricle. On (B)(6) 2022, dr. 2 spoke to the patient and their mother regarding plans for surgery on (B)(6) 2022 to reconnect the ven tricular peritoneal shunt. Dr. 2 brought them to the operating room at (B)(6) hospital, inc. On (B)(6) 2022 for removal of the external ventricular drain and placement of ventricular shunt catheter with stereotactic brain navigation to address their congenital obstructive hydrocephalus now that the hemorrhage had cleared on computed tomography. Dr. 2 noted that prior to the incision, the computer workstation was used to load stereotactic CT scan, the entry point and target were set and they were registered using skin tracing with electromagnetic emitter skin tracer. After incision, the existing valve was seen with the blind catheter which they disconnected then using an electromagnetic stylet. The intraventricular bactiseal catheter was placed into the right lateral ventricular to a depth of six centimeters (6cm). The catheter was then cut to length, secured into the ventricular valve to confirm proximal and distal outflow and 2-0 silk tie was used to secure the proximal catheter to the valve and then the valve was tacked down to the pericranium with 2-0 silk suture. Adequate hemostasis was achieved before the wound was closed in routine layers with inverted interrupted 2-0 vicryl suture for the galea and staples for skin. A x-ray shunt series was performed that revealed the right ventricular shunt tube in place and intact. Also, a CT head was perfor med that revealed a small amount of hemorrhage layering the posterior ventricles, that the ventricles were enlarged and that there was a new pneumocephalus (presence of intracranial air). Dr. 2 next saw the patient on (B)(6) 2022 where they noted some incisional pain and a mild headache as well as the left side being weaker than the right. They also noted some mild scalp swelling but no drainage. On (B)(6) 2022, the patient was finally discharged and their left lower extremity functionality may have slightly improved with very slight improvement of the left hand function. At the time of discharge, their diagnoses were ICD 10 codes t85.09xa (principal) - other mechanical complication of ventricular ic (communicating) shunt, initial, g93.5 - compression of brain, g95.0 - syringomyelia syringobulbia, g91.1 - obstructive hydrocephalus, k.21.9 - gerd without esophagitis, q85.01 - neurofibromatosis, type 1, e04.2 - nontoxic multinodular goiter, h90.3 - sensorineural hearing loss, b/l, k59.09 - other constipation, g40.909 - epilepsy, unspec, not intract, without status epilepticus, 82.463 -acute embolism thrombosis of calf muscle vein, b/l and noted as an external cause of injury y83.1 - sx operation with implant of artificial internal device as the cause of abnormal reaction of the patient, or later complication, without mention of misadventure at time of procedure. They were discharged to home. Next, the patient followed up with dr. 1 at the neuromedical center clinic on (B)(6) 2022 where they noted that the spasticity and stiffness of both the left leg and left arm/hand and function were slowly improving since the shunt revision. On (B)(6) 2022, the patient returned to the neuromedical center clinic for an appointment with their neurologist doctor 3, who noted that they were attending a day neuro program at the neuromedical center and that the patient's left lower extremity and left arm/hand function were slowly improving. The diagnoses for this visit were g40.009 - focal, partial idiopathic epilepsy epileptic syndromes with seizures of localized onset, not intractable, without status epilepticus, g95.0 - syringomyelia, r29.898 - l hand weak. Dr. 3 ordered a afo-ankle/foot and to continue to take keppra 750mg, two tablets twice daily that had kept the patient from having a seizure since 2018. On (B)(6) 2022, the patient presented to the emergency department of (B)(6) hospital, inc. With a complaint of seizures and was seen by doctor 4. Dr. 4 notes that the patient's mother stated that the patients eyes were staring/twitching, that they had been unresponsive for short while before returning to baseline with some slight confusion, but there had been no whole body shaking and that their prior seizures had been generalized. During his physical exam, they noted left side weakness of two out of five (2/5) and that a CT head had shown mildly decreased csf density extra-axial fluid in the right cerebellar fossa but no acute intracranial abnormality as well having no further seizure like activity in the emergency room. Dr. 4 instructed the patient to follow up with neurology. On (B)(6) 2022, the patient presented back to dr. 3 at the neuro medical center with their mother describing a mild seizure a couple of days prior - staring, eyes- going back and forth and not responding for a period of five minutes. The mother additionally notes that the patient had no illness or sleep deprivation around that time as well as was not thinking that left side weakness had improved during the neuro program recently concluded. In the physical exam, dr. 3 notes that the patient was now in a wheelchair with decreased left side strength of four out of five (4/5). Diagnoses for this visit were r25.2 - spasticity, q85.0l - neurofibromatosis and g40.009 - focal, partial idiopathic epilepsy epileptic syndromes w/ seizures of localized onset, not intractable, without status epilepticus. Dr. 3 did note they were unsure recent episode was actually a partial complex seizure and may have been a pre-syncopal episode by description. They advised the patient to hydrate, start checking blood pressure and pulse each morning and any time they were symptomatic. Dr. 3 additionally noted that the patient was now at a high risk for having a seizure given recent brain hemorrhage from shunt surgery, that they did agree that the patient was pretty weak and had not had any significant improvement since surgery but that it was very important for them to try to do regular exercises and resistance training to increase or at least maintain the strength they did have. Following up as instructed, the patient returned to see dr. 2 on (B)(6) 2022 where the parent reported to the dr. The possible seizure a couple weeks prior and that they had been seen in the emergency room. Dr. 2 noted that the patient was in a wheelchair with severe left side weakness and they ordered and performed a temporary reprogramming of shunt to a lower performance setting as well as a CT brain without contrast and an x-ray shunt series. Once these were performed, they noted there's a discrepancy between the operative report and the x-ray imaging, although they do not reveal what that discrepancy was. They advised the patient to go to the emergency room if signs and symptoms progress. The impression form the CT brain was sig interval dec in size of the dilated supratentorial ventricles when c/w earlier study, post sx changes in posteriorfossa along w/ arachnoidal cyst, no focal/acute abnormality noted. On (B)(6) 2022, the patient and their family presented to dr. 2's office at the neuro medical center. They were concerned that the patient had deteriorated since their shunt revision and their last visit. They was also having increased signs and symptoms of roving eye movementsgeneral lethargy. Dr. 2 noted that the shunt had been reprogrammed down to 70mmh20 based on concern for under drainage but that repeated x-rays skull show that the position may actually be set lower to potentially forty or fifty and CT showed slit ventricles which is substantially decompressed from prior. Upon physical examination, dr. (B)(6) notes strength of three out of five (3/5), had roving eye movements at rest but that shunt tubing was intact. The diagnosis was 091.1 - acquired hydrocephalus. Dr.2 reprogrammed the shunt back to 80mmh2o and confirmed that with an x-ray shunt series. They noted the interval change had likely been due to over drainage as the patient had slit-like ventricles compared to prior having ventriculomegaly but that that change indicated patent functioning of the shunt. They noted they may have to reprogram the shunt back down again if the patient did not tolerate the return to 80mmh2o and orders a repeat CT head as well as a return visit in two weeks. On (B)(6) 2022, the parent again brought the patient to the emergency department of (B)(6) hospital, inc. Due to the patient's generalized weakness, not feeling well, increased systolic blood pressure in the "150's;" increased sleeping, and not acting like themselves. The patient was seen by doctor 5, who noted bilateral nystagmus. A CT head was performed that revealed no acute intracranial abnormalities and that the previously noted hydrocephalus had resolved. Labs were also drawn and it was determined that the patient had a n39.0 - urinary tract infection and was prescribed keflex 500mg. On (B)(6) 2022, the patient returned to the emergency department at our (B)(6) hospital, inc. Having tripped, fal len, and hit their head. There was no complaint of loss of consciousness or pain, but the family was concerned about shunt involvement given a 3cm laceration to their right forehead. They were treated by doctor 6, who addressed the laceration and ordered a CT head which revealed no acute intracranial abnormalities and a x-ray shunt series that revealed no definite shunt discontinuity. They displayed no focal neurological deficits· and was able to move all of their extremities. Again the patient returned to the emergency department of (B)(6) hospital, inc. On (B)(6) 2022 along with the patient who endorses that they found the patient with decreased responsiveness that morning, but that their mental status had gradually improved and, at the time they were seen by doctor 7, they seemed to be in their typical state. Dr. 7 noted the patient having recently been seen for the urinary tract infection and that more recently was found to have a supratherapeutic keppra level. A physical examination revealed tachycardia, lethargy that aroused to stimuli/pain, clear speech but extremities contracted. Keppra levels were checked and found to be more elevated than the previous level. Dr. 7 diagnosed n30.00 - acute cystitis without hematuria, r4 l .82 -altered mental status and z82.0 - history of seizures. They reduced the keppra dosing to 500mg, two and a half at the hour of sleep for ten days and instructed the patient to follow up with dr. 3. On (B)(6) 2022, before being able to follow up with dr. 3, the patient was again brought to the emergency room at (B)(6) hospital, inc. By the parent who stated that they had altered mental status for the previous four (4) days and a gradual decline over the previous two weeks. The parent describes that at the patient's baseline before the attempted shunt revision on (B)(6) 2022, the patient was able to ambulate with a walker and to have conversations but that they could no longer do either, that the patient will answer yes/no questions by shaking their head but not by conversing as well as not eating or drinking as much as usual and worsening vision. The patient was seen by doctor 8. Who had a CT head performed that they note unchanged from the previous CT. Upon physical examination, dr. 8 noted that they seemed to understand what is going on throughout the examination, followed com mands but was unable to verbalize answers. Laboratory studies were drawn and the patient was again found to have a n30.00 - acute cystitis without hematuria, r41.82-altered mental status and was admitted for further management. While admitted at (B)(6) hospital, inc. On (B)(6) 2022, the patient was seen by neurologist doctor 9 who noted two weeks of weakness and poor responsiveness and found the patient to have pseudomonas cystitis. The patient was then started on antibiotics for and had no reported break-through seizure activity. Doctor 9 noted that neurology was consulted as there was a question about the patient's keppra level and that the parent was still giving them 1,500mg twice daily rather than the decreaseddose of 1,250mg at the hour of sleep. The patient believed that their keppra level there was 49, which was somewhat elevated. The parent stated that the patient tolerated the usual dose. Dr. 9 decided to keep them at keppra 1,500mg twice daily as there was an increased risk for breakthrough seizures during acute illness with pseudomonas cystitis requiring anti-biotics and that the mildly elevated keppra levels did not necessarily correlate with any particular toxicity. The patient was also seen by internal medicine physician doctor 10. While admitted on (B)(6) 2022. The parent reported to them that my their changes have not significantly since the adjustment of the shunt and they discussed with dr. 9 a recommendation for a second neurosurgical opinion in new orleans. They also discussed with the parent that the patient may possibly be discharged the next day if a repeat CT head was stable. The case was also discussed with dr. 2 who reprogrammed the shunt to 100mmh20 and ordered an x-ray shunt to confirm the settings. Dr. 2 also noted that if the CT head the next day was stable then they could be discharged. On (B)(6) 2022, dr. 9 noted the CT head that morning revealed mild hydrocephalus and that dr.2 had recently reprogrammed the shunt to 80mmh2o. Dr. 9 spoke with dr. 2 who stated he had a multitude of previous CT's and it had only been on recent scans of the last couple of weeks that the patient's ventricular size had decreased and that they were concerned for excessive drainage from the shunt. Dr. 2 planned to repeat CT the next day and may have to reprogram the shunt again. Doctor 11 from the neuromedical center saw the patient on (B)(6) 2022 and noted that on the CT that had been performed that morning there was an increase in the size in ventricles (previously they had been 0.5cm and were 1cm that day). Dr. 11 reprogrammed the shunt to i00mmh2o and noted that the patient remained somewhat somnolent and had not returned to baseline. They ordered a repeat CT head for the following morning and extensively discussed with the parent the plan of care. The patient was next seen by internal medicine physician doctor 12 on (B)(6) 2022 where they noted that the patient was getting close to their baseline level of alertness and interaction per the parent, who was at the patient's bedside. Dr. 12 noted mild hydrocephalus on the follow up CT head, that neurosurgery had reprogrammed the shunt, and that a brain MRI had revealed the shunt in place, no mass, and normal ventricles. On (B)(6) 2022, while being examined by internal medicine physician doctor 12, the parent told the doctor that the patient was not at baseline and that their baseline was being alert and conversant. Dr. 12 noted that the patient was at that time responding verbally only with encouragement and demonstrated a delay in speech. The parent further reports occasional unusual eye movements, sometimes repetitive, without tonic/clonic movement of the extremities or loss of consciousness. Dr. 12 also notes that they communicated non-verbally to yes/no questions but had no involuntary movements. The patient was also seen on (B)(6) 2022 by dr. 2 with the parent in the room and the other parent on speakerphone. They noted that the patient opened their eyes on command, and was able to follow commands, and answered questions. The CT head of (B)(6) 2022 was stable after shunt adjusted to 100mmh2o. He notes that they discussed in detail with the parents that the shunt was working, that they did not require surgical intervention, and they would refer the patient to new orleans for a second opinion. They also opined that the patient was cleared for discharge from a neurosurgical standpoint. The patient was discharged from (B)(6) hospital, inc. On (B)(6) 2022 with the following discharge diagnosis; b96.5 - cystitis d/t pseudomonas with the possibility of the urinary tract infection may have contributed to the recent constitutional signs and symptoms and decrease verbal interaction but the association remains uncertain as the patient remained somewhat withdrawn and with paucity of speech despite full treatment of urinary tract infection in hospital; g91.I - acquired obstructive hydrocephalus with mild enlargement of the third ventricle. They further note that while the parent believed they were approaching the most recent baseline. The other parent remained concerned about the patients lack of verbal interaction and sleepiness and that they did not have an infectious or metabolic explanation for the persistent drowsiness. Additionally, dr. 12 noted that the shunt was functioning appropriately and the patient's current signs and symptoms were unrelated to hydrocephalus; g40 - seizure the patient next presented to dr. 3 on (B)(6) 2022, with the sibling, who stated that the patient had not been doing well. They described to dr. 3 the recent events since last visit on (B)(6) 2022 who reviewed their records. The sibling reported to dr.3 that they had a second opinion from a neurosurgeon in new orleans who also felt the shunt was operating properly as well as that although not having had a major seizure since being home, the patient continued to be very poorly responsive and barely interactive with frequent involuntary movement of eyes rolling around. The patient continued to take keppra 1500mg twice daily. On thier physical examination, dr. 3 noted the patient to be in a wheelchair, responding to commands, able to say ok but dysarthric and difficult to understand, they kept nodding off and it was difficult to keep them awake. Dr. 3 also noted they witnessed involuntary movements of eyes, a semi-repetitive movement, eyes going around in a circular motion. They also noted that they had marked encephalopathy, very different from what they had seen in my baseline for many previous visits and they were concerned that the patient was having frequent non­-convulsive type seizures, so they performed an electroencephalogram (eeg) that revealed, repeated one to two second generalized seizures but only once every five mins or so, with no obvious instantaneous clinical correlation and that although the patient was actively having seizures, the length and volume of those seizures did not seem to be enough to explain their mental status. They recommended that they be directly admitted to the hospital because they required work up that they could not provide in office. The patient then went to the emergency department at (B)(6) hospital, inc. Per dr. 3's recommendation for seizures and worsening altered mental status over the past month. The family reported that the patient began with some worsening wellness leading to a fall about two and a half weeks ago when the patient hit their head. The family reported that at baseline, they were able to walk with a rolling walker and communicate at a basic level and now was unable to walk, continued decreased responsiveness, decreased intake and energy since then. The parent further reports that they were recently discharged following a shunt adjustment and urinary tract infection but have not been back to normal since being discharged. Physical examination by doctor 13 notes awake, alert, speaking in full sentences yet unable to perform review of systems due to mental status change, in a wheelchair, unable to surgical equipment legs or ambulate and lethargic. A CT head reveals no acute findings or significant change since (B)(6) 2022. They admitted the patient for breakthrough seizure and altered mental status. The patient was still not at my baseline prior to (B)(6) 2022 and the family has to care for the patient 24 hours per day, every day, for the rest of their life. They are unable to walk or even go to the bathroom by their self any longer.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please reference regulatory report #: 9612164-2023-01759 for the shunt involved with this case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further investigation indicated the product is not a medtronic product and no further reports will be made. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.